Manufacturer narrative:
Concomitant medical products: model: 4470, competitor lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The clinic staff was notified that the patient's right ventricular (rv) lead had triggered an alert for "right ventricular pacing impedance out of range" when the impedance level exceeded the programmed upper alert threshold of 1000 ohms. Additionally noted was a lead integrity alert (lia) with increased sensing integrity counter (sic), variable pacing impedance and electrograms (egm) showing noise/artifact oversensing. The lead remains in use. No patient complications have been reported as a result of this event.